Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. The patient experienced diaphragmatic stimulation. The patient's left ventricular lead was found to be dislodged. There was no capture. The lead was repositioned. The patient was stable.